Event description:
Sorin group received a report of a leak from the oxygenator during priming. The oxygenator was changed out and the case was completed with no further problems. Although there was no report of pt injury, it was reported that the clinician used cariotonics to support the pt's haemodynamics while the oxygenator was being changed out. Blood products were also administered to the pt.

Manufacturer narrative:
Sorin group (B)(4) mfrs the d 100 l001 p.h.i.s.i.o. Newborn hollow fiber oxygenator with hardshell cardiotomy/venous reservoir which is a component of the custom perfusion pack c20294. The 510(k) number of the oxygenator is k061031. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). This medwatch is being filed as a result of this additional medical intervention. The oxygenator was not saved for eval and the lot number of the oxygenator was not provided. The investigation is ongoing. A f/u report will be sent when the investigation is complete.